Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level was 99 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.